Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up with presyncope. The right ventricular lead exhibited noise. No intervention or reprogramming would be done at this time. The patient would be monitored with routine follow ups.